Event description:
Event was reported to (B)(4) by an attorney. The patient experienced nocturia, variable voiding complaints including urge; incomplete emptying; post-coital incontinence; recurrent utis; pain; occasional stranguria. No further information has been provided.